Manufacturer narrative:
Suspected device evaluated by ok biotech adn calculated that the meter operated within specifications. We have reviewed manufacturing records of the suspected device (serial#: (B)(4)), and found no non-conformance on the record. Meter setting, audio and button function of the suspected device were re-tested, and all of them were operated properly. We tested the standby current and performance of the device. The current (1.1 ua) met acceptance criteria (< 55 ua) and performance testing was qualified by using electronic strips (100 k and 200 k ). Electronic strip: 100 k, 200 k, acceptable range: 147~155, 62~68, re-testing: 150, 62, judgments: pass, pass. We tested the meter with our in-house strips (lot#: d180315-1) and control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), and results as below met the acceptance criteria. Control solution: level low: level high: acceptable range: 35~85, 210~320; re-testing: 60/66, 239/242; judgments: pass, pass. Because patient did not return his strips, and no non-conformance and malfunction of the suspected device were found. The matter might result from user's operation or preservation. The root cause of the complaint is unable to be verified without more users' information.

Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 2:00pm at the end-users home. Reporter stated that the end-user felt as though his blood glucose was low, so he attempted to perform a blood glucose test and his prodigy meter would not power on. Reporter stated that the end-user had oatmeal, water and a glucerna shake prior to seeking medical attention. A normal result for him at that time of day is around 113-130mg/dl. Reporter stated that the end-user then went to an urgent care to have his blood glucose taken. Reporter said his blood glucose was 88mg/dl when they arrived at the urgent care but due to his blood glucose continuing to drop they called ems to transport the end-user to the hospital. The end-user was given a glucose shot at the urgent care while waiting for ems to arrive. Ems arrived about 30 minutes later. Reporter stated that his blood glucose was checked by the ems but doesn't recall what the result was. The end-user was given a glucose pill and a shot by ems. The end-user was at the hospital for about 5 hours and he wasn't admitted. Routine tests were performed by the hospital and all results were normal. The end-user takes 74 units of levemir at bedtime and has a sliding scale for his novolog that goes as follows: 70-150mg/dl no insulin 151-200mg/dl 2 units 201-300mg/dl 6 units. The end-user was treated at (B)(6). Upon discharge he was instructed to follow up with his primary care doctor. No additional information was provided.